Manufacturer narrative:
Additional information and corrected data: further information received clarified that the intraocular lens (iol) had been opened but was not used due to a capsular rupture that occurred during the procedure. A different iol was successfully implanted as a replacement. There is no indication that a johnson & johnson product contributed to the capsular rupture. Therefore, upon further review the event no longer meets the criteria for reportability as there was no patient contact with the suspect device. This event is no longer reportable and no further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken and it was not implanted. Account indicated that the iol that was opened and never used because the capsule broke. A different lens was implanted as the replacement iol. No further information has been provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: n/a, as the lens was not implanted. Section d6b - explant date: n/a, as the lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.